Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon performed a revision of the patient's left hip after patient complained of pain and instability. Rep reported and doubly confirmed that the head disassociated from the stem. Revision was completed successfully with no delays.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was not confirmed. Device evaluation and results: device was not returned however, visual inspection was carried out on the provided explanted images. The images shows significant damage on the trunnion of the stem. Blood stains were also noted on the device. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: a review of the product history records could not be performed as the lot ID was not provided. A complaint history review could not be performed as the lot ID was not provided. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. Device was not returned . Provided explanted images shows significant damage on the trunnion of the stem and blood stains were also noted on the device. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that surgeon performed a revision of the patient's left hip after patient complained of pain and instability. Rep reported and doubly confirmed that the head disassociated from the stem. Revision was completed successfully with no delays.